Event description:
Potential incorrect insulin; my contact information: (B)(6) call after noon, (B)(6) time, text anytime. Device with errors: omnipod dash insulin management pdm gives incorrect dosage when using "temporary basil rate " basal rate override options. I program in +10% insulin and it shows it is delivering +15%, I program in +20% insulin and it shows delivering +15%, I am fortunate that I have extremely good blood glucose level awareness, and I check my bgl frequently. These errors did not harm me. But improper insulin dosing could certainly be a critical problem. Omnipod support is absolutely incapable dealing with something like this. They are excellent at normal customer support. I have spent around 4 hours with customer support trying to get this resolved, just to inform them. I love the product. This recent error might only be an error of what is displayed, not what is dosed. But that's still a crazy error when delivering insulin; I am an engineer by profession, and I have a uc irvine certificate in medical product development and all but one class of their medical device design certificate. (Ul class instructor was out for two terms and I couldn't get that class.) I am extremely aware of my bgl. I control my bgl very tightly. My latest a1c was 5.9 but I can control it even lower, but my physicians advise against keeping my bgl that low because of risks of low bgl. But someone else who isn't as aware, or as technically competent might have a critical problem if they notice this error and attempt to "fix it." Not relevant to a device programming error. FDA safety report ID# (B)(4).